Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion all the time during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, ' had downstream occlusion alarm all the time. ' was reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.the reported condition was verified. The cause of the condition was determined to be force sensor values out of acceptable range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.